Event description:
A surgical technician reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/13/2011 by fax and mail. A completed questionnaire was received on 10/28/2011. (B)(4).